Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent sensing, high out of range pacing impedance measurements and loss of capture. Asystole was noted but was less than two seconds. Conductor and lead body damage was observed. This lead was surgically abandoned. No additional adverse patient effects were reported.